Event description:
It was reported the tip of the tunneler allegedly broke prior to placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken tunneler as no objective evidence has been provided to confirm any alleged deficiency with the tunneler. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Possible contributing factors include damaged during production and damaged prior to use; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). However, corrective action is open to address this product and failure mode. The investigation for the broken tunneler is inconclusive. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date: 06/2020. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported the tip of the tunneler allegedly broke prior to placement. There was no reported patient injury.